Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibia at the cement to implant interface. Depuy cement was used.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports related to implant loosening, and 3 unrelated reports. Total for lot number: 5 (com-(B)(4), com-(B)(4), pc-(B)(4), pc-(B)(4), pc-(B)(4)) complaints received by cmw in the last 12 months for this issue ¿ by product code: 95 by product family: 155 (47x smartset ghv gentamicin, 108x smartset gmv). If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.